Event description:
There was an allegation of a questionable potassium electrode result for one patient from the cobas e 402 analytical unit. The initial result was 7.94 mmol/l, and the repeat result was 4.1 mmol/l. The initial result was questioned because the doctor noticed that it did not match the patient's history. A new sample was drawn from the patient, and the result was 3.8 mmol/l. The repeat result and the result from the new sample were consistent with the patient's history and deemed to be correct.

Manufacturer narrative:
The cobas e 402 analytical unit serial number is (B)(6). A field service engineer (fse) determined that there were no visual indicators of an erroneous result. The fse ran a precision check on all three electrodes and inspected the analyzer for leaks or contaminants along the fluidic path. The precision check passed and the fse was unable to find any indicators of faulty equipment. The investigation is ongoing.

Manufacturer narrative:
The potassium electrode serial number is (B)(6) , and the expiration date is 15-apr-2026. Section d, device identification was updated. Relevant fields of sections d and g were updated. Abnormal aspiration alarms were noted, which is consistent with possible poor sample quality. The investigation determined that the problem is consistent with a mis-sampling of the patient, caused by poor sample quality. The investigation determined that there was no product issue.